Event description:
Customer reported she was hospitalized with diabetic ketoacidosis. Customer stated she received a no delivery alarm in the evening and she changed her set . She woke up to use the restroom a couple of times and was thirsty and started vomiting around 5 am. Customer stated the insulin pump did not alarm her overnight. Blood glucose value at the time of admission was 490 mg/dl; current value is 91 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer did not think she needed to check the settings as her doctor has not made any changes. The insulin pump failed the high pressure test twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.